Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on three of their leads. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the leads were partially explanted.

Manufacturer narrative:
B3: event date is estimated.